Event description:
The customer reported that during a hemicolectomy/lap chole, the clear sheath on the tip ripped/caught on trocar throughout case. Originally reported in (B)(4), however a 2nd device was returned with insulation damage. The insulation did not fall off the second device.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation is damaged. The clear insulation is still attached to the device. No pieces are detached or missing. The reported condition was confirmed and the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.